Manufacturer narrative:
Product will not be returned for evaluation due to being discarded.

Event description:
The patient reported that the abutment screw had broken. We followed up with the patients doctor and they stated that the patient was seen on (B)(6) 2014 and was presented with an unknown fractured screw. The tissue had over-grown the implant and a gingivectomy was necessary to access the fractured screw portion and replace. The crown/occlusion was adjusted.

Manufacturer narrative:
No product was returned for inspection so no testing methods were performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems - 4894i rev 3-07/09. Seating tools: zimmer dental abutments are seated with the 1.25mm standard hex tool, latchlock hex tool, or the spectra-cone seating tool. The use of a prosthetic torque wrench is recommended to ensure optimum torque when placing the abutment or abutment screw. When using the latchlock hex tool, operate at 25rpm or less with a maximum torque of 30ncm. The risk management file for the product was also reviewed and the following information was identified: the risk management file rm-0027z6 rev 2: cast to gold abutment for platform switch implant system includes following probable causes for screw fracture: excessive loading on abutment/implant assembly, leading to abutment and/or screw fracture and implant failure. Screw over-torqued into implant, causing abutment and/or screw fracture and implant failure. Incorrect assembly of the abutment and/or screw to the implant (i.e. Crossthreading, abutment not seated properly, improper torque application, used with incorrect implant), causing abutment and/or screw fracture and implant failure. The complaint was not verifiable, as the product was not returned and the reported fracture could not be inspected. No radiographs or photographs of the subject screw were provided. Therefore, based on the information provided, a probable cause originating from the anatomical and/or use conditions cannot be determined.